Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2021-01126, 2210968-2021-01127. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent wound closure on an unknown date and suture was used. During the procedure the thread broke off the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 03/03/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. A manufacturing record evaluation was performed for the finished device vcp496h; pgbcbdx0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.